Manufacturer narrative:
Title: comparison of biosynthetic versus synthetic mesh in clean and contaminated ventral hernia repairs source anzjsurg.com. Doi: 10.1111/ans.15587. Accepted for publication: 03 november 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between january 2014 and april 2018 and focused on short-term outcomes of patients following ventral hernia repair. The 115 patients were implanted with either gore bio-a, or parietex progrip (progrip). A total of 60 patients were implanted with progrip mesh. In the progrip group table 3 reported that post-operatively there were 5 hernia recurrences, 4 infected seromas, and 1 wound breakdown that required intervention. In regard to the hernia recurrences it is reported that two of the recurrences occurred due to central mesh failure and the other three were due to inadequate size of mesh. Comparison of biosynthetic versus synthetic mesh in clean and contaminated ventral hernia repairs kandice keogh, kellee slater 2019.